Manufacturer narrative:
H3 and h6: the reported problem was investigated via remote support (rs) and by a field service engineer (fse) on site. The customer stated that the patient (female, 62 years) was admitted on (B)(6) 2019 for respiratory insufficiency due to chronic obstructive pulmonary disease (copd). During the night, she was treated with the usual circulatory monitoring and non-invasive ventilation (niv) therapy. Since the ECG electrodes were constantly falling off due to sweaty skin, they were taken off at night after consultation with the doctor on duty. The ventilator was not connected to the central monitor as the intellibridge was not yet connected to the central station. Shortly after rounding, a circulatory depression with circulatory arrest occurred according to the review of the alarm history. A red alarm via the arterial blood pressure measurement was not triggered. After recognizing the situation, the resuscitation measures unfortunately remained unsuccessful. The customer expected an abp disconnect red alarm which was not displayed based on the customer's allegation. The event took place on (B)(6) 2019 at 8:30 at bed label 16-f at the ICU. A fse went on site to check and collect the logfiles. Per request the logfiles had been reviewed. The extended invasive pressure limits were active, but the rs could not find any generated red alarms in the audit log for the invasive pressure. However, according to the trend review, these alarms should have been generated. There were no entries in the log for yellow and red invasive pressure alarms. The alarm behaviour of the monitor was not tested during the onsite visit. The alarms were not simulated with a tester. A red asystole alarm was found in the alarm logs from the central station, but no yellow alarms were seen in the logs. No subsequent calls were received from the customer regarding the reported device and issue. Due to the lack of available information, a malfunction of the device cannot be ruled out. The red alarm was found at the control center, but yellow alarms should be visible in the message chain. These were not evident. The cause of the missing entries for yellow alarms was unknown. The product remains at the customer site. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported invasive blood pressure did not alert. The patient has removed the ECG and the oxygen supply. The patient died.